Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for d4. Catalog - unk_smart touch bidirectional sf. Note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent a right sided atrial flutter / atrial fibrillation ablation and the patient experienced a pericardial effusion that required pericardiocentesis and surgical intervention / placement of ECMO (extracorporeal membrane oxygenation). After completing the cti (cavo tricuspid isthmus) line or right-sided atrial flutter procedure, and preparing to start the atrial fibrillation procedure, a pericardial effusion was noticed in the patient. They had completed the cti line or right-sided atrial flutter procedure with the thermocool smarttouch® sf catheter and the ngen¿ generator, and confirmed that there was no effusion present, post-cti line. After gaining transseptal access into the left atrium with the versacross wire (the caller noted that the sheath was never advanced across into the left atrium, just the versacross wire), the anesthesiologist then had prompted them to check for an effusion. When checking ice (intracardiac echocardiography), it was noticed that there was a large pericardial effusion present in the left and right ventricles. The medical intervention they attempted to provide the patient was pericardiocentesis, but the pericardiocentesis was unsuccessful. The patient was then put on a blood circulator or ECMO (extracorporeal membrane oxygenation) and then admitted to the or (operating room) for open-heart surgery. The status of the patient was unknown. The trupulse¿ generator had not been utilized for ablation yet in the atrial fibrillation case, the soundstar crystal¿ catheter was located in the right ventricle and right atrium, and the decanav® catheter was located in the cs, at the time the pericardial effusion was discovered.